Event description:
It was reported that this right atrial (RA) lead exhibited noise, impedance above 3000 ohms, and inappropriate pacing inhibition. The lead was surgically abandoned and a new product was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.